Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis of the provided expertise files revealed that the observed issue resulted from an inappropriate management of egm channel selection by the subject smarttouch tablet. As a result, egm v source was selected in both channels of the rvat test, leading to a conflict which prevented the signal to be updated in real time during the test and thus explaining the observed display issue. It should be noted that this software issue is specific to sr models interrogated by programmers using ble communication. A correction of this issue is currently being contemplated in order to prevent recurrence of such issue.

Event description:
Reportedly, when interrogating a pacemaker, a rvat was performed and the egm was not displayed on the programmer screen. Once the test was finished, the egm was suddenly displayed on the screen.